Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was not working properly. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger was found to have corrosion on the bedside board pca. There was corrosion on component u12 (linear regulator). The root cause of the corrosion was unable to be positively identified, but was likely caused by liquid ingress of an unknown contaminant. No adverse event resulted from the corroded component on the charger/modem. The patient received a replacement charger/modem.